Manufacturer narrative:
Continuation of d10: product ID b35300, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that culture was taken and patient did not have an infection.

Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's left implantable neurostimulator (ins)  has an infection at the battery site that was initially treated with antibiotics. The patient completed the antibiotics, however still has the infection, therefore the physician has decided to remove the ins. Rep states that this battery will only get a good charge coupling and will take an hour to 90 minutes to charge from 60-100%, possibly due to the inflammation or fluid. The right side ins charges quickly. Rep was not certain when the ins would be explanted. The infection started about a couple of weeks ago.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name percept; product ID b35300 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.